Manufacturer narrative:
(B)(4). Investigation of the returned capio opc device was performed. Visual analysis found that no issues were observed with the catch. The 7 riveting pins were in place. The cage did not have rough edges. The carrier was broken and the broken section was not returned with the device. Due to the condition of the carrier, the functional test was not performed. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. However, based on all gathered information, the investigation concluded that the most probable cause for this complaint is design inadequate for purpose, which indicates that the problems traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of "carrier broken/detachment." That investigation determined that material brittleness is the root cause to the carrier breaking. However, the complaint device was manufactured prior to the implementation of the solution activities.

Event description:
It was reported to boston scientific corporation that a capio opc, packaged device was used during a procedure performed on (B)(6) 2019. According to the complainant, there was an issue with one of the capio devices. This event has been deemed reportable based on the investigation results: the carrier broke and detached. Additional information received on february 6, 2020: the capio device was unable to capture the other end of the suture and so the suture bullet was lost. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.